Event description:
Caller states customer was unable to obtain a result on the aviva system due to a power issue. An unspecified amount of time later the customer experienced low blood glucose symptoms and passed out. It is not known if she received treatment while being transported via ambulance to the hospital. Customer was taken to the emergency room (ER) and tested 80 mg/dl on a professional device. Customer received unknown treatment for hypoglycemia as well as head/neck pain resulting from her fall. Customer was discharged from the ER. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.